Manufacturer narrative:
No patient involvement. A medtronic field service engineer visited the site and confirmed the reported event. He replaced the charger board enclosure, power conversion enclosure and all battery banks. Verified system functioned as intended after part replacements.

Event description:
A medtronic representative reported that the o-arm system was showing a red light on the scrolling battery display bars as opposed to a blue light. This was discovered outside of surgery. No patient present.

Manufacturer narrative:
The hardware investigation of the returned batteries found that the reported event was related to an electrical issue. Visual inspection of the batteries passed. There were small scratches on the batteries due to normal use. There was no evidence of corrosion, expanding or leaking found on batteries. The batteries did not pass bench testing, as they read low voltage. The reported event was confirmed.

Manufacturer narrative:
Investigation of returned suspect enclosure charger was unable to confirm reported problem. The analysis indicated no functional problem is found however visual inspection found there is a missing screw. Investigation of returned suspect power conversion enclosure confirmed reported problem. Testing of the power conversion enclosure found active clamp fried. Q17, d6 and r14 blown apart. Q28 (start transistor) leaky, causing no shutdown. Visual inspection found shipping damage is evident. The reported issue was confirmed to be reported to the electrical issue.